Manufacturer narrative:
The device was manufactured november 10, 2016 ¿ november 11, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During and after fill, no evidence of a leak was observed. The device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak near the fill port of a large volume infusor during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.